Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation event description cook was informed on (B)(6) 2020 of an incident involving a ncompass nitinol tipless stone extractor nct4-017115. The device reportedly was found to broken before use during a cysto, laser lithotripsy, right ureteral stent placement procedure on 04/30/2020. Multiple attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. The patient reportedly experienced no harm as a result of the issue. In response to this incident, cook completed a review of the product dmr. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU shipped with this device provides the following information to the user: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A lot history search found no other complaints have been reported for this lot. Cook concluded that there are no recorded non-conformances related to this incident. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. No product returned. No photos provided. A search of the north american distribution center (nadc) database found all devices from the reported lot have been shipped. No similar product from the same lot is available for investigation. Conclusion: the complaint device was not returned. The provided information stated the basket was found to be broken before use, but there was no information that specified details of the device issue. The most common failure mode for the device is failure of the basket to open/close, therefore it was assumed that was the defect for the complaint device. There are multiple possible causes for the failure of the basket to function properly. Without the device available to investigation, a cause could not be determined. The risk documentation procedures were reviewed, and it was determined that no actions are required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information has been provided since last report.

Manufacturer narrative:
Occupation: other non-healthcare professional: supply & equipment coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that before a cysto, laser lithotripsy with right ureteral stent placement that upon opening the packaging for a ncompass nitinol tipless stone extractor, the device was found to be broken in an unknown way. Another new device was used to successfully complete the procedure. It was noted that the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.